Manufacturer narrative:
(B)(4).

Event description:
It was reported that a balloon rupture occurred. A 10/3.00 flextome¿ cutting balloon¿ was selected for use. During procedure, it was noted that the balloon ruptured. The procedure was completed with another of the same device. No patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination was performed on the returned flextome cb monorail device. The balloon was observed to be unfolded which indicates that the balloon had been subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied when liquid was observed escaping from a balloon pinhole leak approximately 1mm distal of the proximal edge of the proximal markerband. No issues were noted with the balloon material that would have contributed to the complaint incident. A visual and microscopic examination of the tip, blades and markerbands identified no issues which could have potentially contributed to this complaint. All blades were present and fully bonded to the balloon surface. No damage or issues were identified along the length of the device that could have contributed to the complaint incident. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that a balloon rupture occurred. A 10/3.00 flextome cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured. The procedure was completed with another of the same device. No patient complications reported and the patient's status was stable.